Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7289368. Our records show the reported lot was manufactured in november 2017, and determined that this is the only instance of a discoloration occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our quality engineers reviewed the sample returned to us by your facility. The root cause for the observed discoloration is premature aging of the heparin cap. This occurs due to exposure to humid or strongly oxidizing environments during storage or transportation of the device.

Event description:
It was reported that 24 bd pegasus¿ safety closed IV catheter systems experienced foreign matter contamination prior to use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 24 bd pegasus¿ safety closed IV catheter systems experienced foreign matter contamination prior to use.